Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary : no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2018. It was reported that the revision surgery was performed on (B)(6) 2018 by replacing the insert due to postoperative infection, and debris cleaning was performed.